Manufacturer narrative:
(B)(4). Fisher & paykel (f&p) healthcare is currently in the process of completing our investigation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported that a 'small crack' was found on an rt265 infant dual-heated evaqua2 breathing circuit. There was no patient harn reported.